Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information became available that this lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed in several pieces. There were setscrew markings noted on the terminal pin. This damage was determined to be procedurally induced, and the clinical observations could not be confirmed as the lead was returned in pieces.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements less than 20 ohms. Both layers of the pocket had been closed and due to the out of range measurement, the physician opened the pocket and checked the connections. The physician confirmed a good connection. Ts discussed possible causes of the low shock impedances and indicated besides implanting a new lead, the next option would be a 1.1 and 41 joule shock. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that 1.1 joule and 14 joule test shocks were performed and impedance measurements were within normal limits at 37 and 38 ohms.